Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient presented with preoperative diagnosis of lumbar l5-s1 degenerative disc disease with severe low back pain and underwent following procedures: anterior lumbar approach for lumbar l5-s1 anterior lumbar fusion using lt cage instrumentation with bone morphogenic protein fusion at l5-s1. Per operative report: ¿¿ disc material was removed which was clearly abnormal and the disc space was noted to be significantly collapsed. Disc was opened with a distractor and then using the lt cage implantation system, the lt cages were placed under fluoroscopic guidance and once the cages were in place, bone morphogenic protein was used to perform the fusion. With the fusion in place, closure was performed and then wound was covered with sterile gauze dressing. Patient tolerated the procedure well and was transferred to the post anesthetic unit in stable condition.¿ no complications reported. Findings: ¿ evidence of clear l5-s1 disc space collapse with significant degenerative l5-s1 disc changes.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.